Manufacturer narrative:
The device was returned to olympus for inspection. The following malfunctions were identified during the device evaluation: c-cover is severely burned. It is likely the following led to the malfunction: usage problem identified causing an overheating problem which resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope the c-cover was burnt. There were no reports of patient involvement.